Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely the faulty audio wire. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the device had a no video issue when used with medicapture. Tac assisted the customer on how to remedy the situation with proper cable configuration and was assisted on how to adjust the image to not be visible through the cv-170 (smart thumbnail removal), this option was adjustable through the menu settings of the cv-190. The customer was walked through and familiarized with the settings. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a no video issue when being used with medicapture. There were no reports of patient harm.